Event description:
Reporter indicated a pt underwent complete revision surgery for high impedance. During the surgery a lead break was visualized, and the lead was replaced. The generator replacement was prophylactic. Further f/u with treating physician revealed that system diagnostic testing prior to replacement surgery resulted in high lead impedance reading, indicating a possible lead break. Pre-operative x-rays reviewed by treating physician could not confirm a lead break. No serious injury was reported.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.